Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the bottom tooth next to the one set back has turned and won't allow the tooth to come forward. I am very disappointed. The patient also noted ""true"" in regard to loose teeth. Clinical review: a video was requested from the patient to evaluate the reported tooth mobility. The patient completed a 14-day rest period using the best-fitting aligners after mobility was confirmed. On (B)(6) 2024, the final video was sent, and the mobility was found to be within normal limits. The patient confirmed they noticed little to no movement during this period. Moving forward, we will proceed with reviewing the aligners. The final mobility video has been posted for review.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.